Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was programmed to tachy mode ther than monitor and therapy and clinic would like to still monitor the patient via latitude. Technical services then discussed that as long as tachy mode was not programmed back on then off again the clinic will not keep on getting alert. Additional information was obtained in which the field representative was not sure of the reason for reprogramming this ICD. To date, the ICD remains in service. No adverse patient effects were reported.